Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 5mm x 10cm galaxy g3 coil (gly120510 / 2772404s) was impeded in the distal end of the concomitant microcatheter (competitor brand) and could not pass through the microcatheter. The physician removed the coil and microcatheter from the patient and replaced it with a competitor brand coil to complete the procedure with the same original microcatheter. There was no negative impact to the patient. The procedure was prolonged by approximately 10 minutes. On 16-apr-2025, additional information was received. Per the information, the target was the right middle cerebral artery (mca). The vessel was reported to be tortuous and with calcification. The information confirmed the reported issue is related to the 5mm x 10cm galaxy g3 coil from lot 2772404s. The concomitant microcatheter was of a competitor brand (unspecified). It was also indicated that competitor brand coil (unspecified) was successfully used with the microcatheter. A continuous flush was maintained through the microcatheter. Nothing was noted to be obstructing the microcatheter. The reported 10-minute procedure extension was not clinically significant. The information indicated that when the coil was withdrawn, ¿the middle section of the coil was unscrewed.¿ on 28-apr-2025, clarifying information was received regarding the condition of the coil. The coil was unraveled / stretched in the middle section. It was not prematurely detached. Based on the additional information received on 16-apr-2025, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: (B)(6). Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (2772404s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.